Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in set) was identified in the log which indicates a potential malfunction of the disposable cassette.¿the alarm occurred on (B)(6) 2012, at 21:12:58. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.